Event description:
It was reported that approximately 2.5 years after the implantation of the xience v stent in the proximal left anterior descending (plad) artery, the patient had a four day episode of exertional angina with left sided chest pressure radiating down the left arm. The stent in the plad was patent; however, there was an 80% stenosis just distal to the stent. Percutaneous coronary intervention was performed in a target vessel, but non-target lesion. The condition resolved. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v/nano electronic instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.